Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc catheter tip cracked on (B)(6) 2025, at 15:00, a nurse was placing an intravenous catheter for an inpatient when she discovered the catheter tubing failed to advance into the blood vessel alongside the needle core. Upon withdrawal, the tip of the tubing was found slightly cracked. The catheter was immediately replaced, and the procedure was continued. No patient harm occurred. The patient was reassured, and the incident was reported as a suspected adverse device event.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample is received for relevant tests, and the specific condition of the catheter tip damage cannot be identified, so the root cause of the complained defects cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.